Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:18:09. During night drain cycle five, the patient's ultrafiltration reading was 2202ml, indicating the home patient (hp) drained 1602ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified through the review of the logs. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.